Event description:
Distal portion of guidewire broke off in coronary sinus during attempted placement of lv lead. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: guidewire used for lv lead placement.